Event description:
Related manufacturer reference#: 1627487-2019-06223, 1627487-2019-06222, 1627487-2019-06225, & 1627487-2019-06226. It was reported the patient experienced ineffective stimulation. As a result, the physician explanted the patient¿s entire system.